Manufacturer narrative:
Tandem technical support followed up with the customer on (B)(6) 2017. The customer reported that the bg levels were decreasing after multiple boluses of insulin had been delivered. The customer had no further questions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels. Multiple boluses were delivered via the pump to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.